Event description:
It was reported that the patient presented in clinic for follow up and externalized conductors were observed via diagnostic image. Patient was asymptomatic. A single episode of noise was also noted. Lead remains implanted; patient will be monitored.

Event description:
New information received notes that vf episodes due to lead noise were observed via a merlin.net transmission. Lead noise was reproduced with isometric testing but could not be reproduced with pocket manipulation. Programming changes were made in the interim. The lead was later explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.7-14.1cm from the distal tip. Internal insulation abrasions were noted at 7.4-7.6cm and 30.1-30.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 8.1-10.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing and rv conductor etfe coatings were abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.